Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm)the cardiosave intra-aortic balloon has a broken bp port. There was no patient involvement reported

Manufacturer narrative:
Additional contact details: contact person name: (B)(6). Contact person phone number: (B)(6). Contact person e-mail: (B)(6). Occupation: biomedical engineer. Fse resolved the issue by replacing pcb front end board. Fse then completed full pm and then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Received front end board, with a reported unit failure of a broken blood pressure port. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board into the cardiosave test fixture and tested the board to factory specifications and the cardiosave service manual. Tested the board for 30 minutes with no issues. Sending the board to the supplier for further failure analysis per procedure number 0002-07-d008 rev. Ap. The failure analysis and testing dept. Received part number 0670-00-1164 pcb, front end, rohs serial number (B)(6) from the supplier. The fat performed a visual inspection and found the part to be in good condition. The supplier verified the failure of a broken blood pressure connector. The supplier replaced the blood pressure connector j2 and also the ECG connector j1. The supplier continued testing and found a failure (tst)_he_res_xducer_fs. The supplier replaced component u93. The supplier retested the board, the board passed testing. The failure analysis and testing dept. Installed part number 0670-00-1164 pcb, front end, rohs serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the board to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 070-00-0639 revision r. The board passed testing. Retaining the board in the fat per procedure number 0002-07-d008 rev.aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.